Manufacturer narrative:
Device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
Following a refill visit on (B)(6) 2012, the pt experienced some discomfort at the pocket site. He returned the same day and was found to have evidence of a seroma at the pocket site. Dr. (B)(6) suspected a catheter leak and ordered x-rays. A decision was made to replace the pump since there was no flowonix catheters available and also because a larger pump size would be more suitable for this pt since he has to be refilled often. A pump removal/replacement was completed on (B)(6) 2013. During the explant, it was noted that the prometra catheter was tied and remained indwelling, so the pump was removed and the catheter was not removed and was tied off. A new pump and catheter were implanted on the opposite side of where the pump was. The suture ties did not hold on the prometra catheter; therefore, a seroma appeared again. He revised the surgery on (B)(6) 2013, and he retied the sutures successfully. The pt has had no issues since and is off all pain medication. Upon examining the prometra pump after the explant, it was noted that 2-3 pinholes existed on the cannula strain relief. Dr (B)(6) flushed the cap port in the office and discovered the pinholes. This is when the flowonix rep was notified of the incident.